Manufacturer narrative:
Technician found that the bed nurse call was not working as the pins on the nurse call board was bent. Replaced the board to resolve this issue. Bed was in the bed shop.

Event description:
Info alleged that the bed nurse call was not working. No injury reported.